Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: a review of the complaint history, device history record, dimensional verification, instructions for use, manufacture instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the device was separated into four pieces 1 proximal fitting and 3 pieces of separated tubing with exposed coiling. Scratches and hemostat marks were visible on surface of sheath. The connector cap was rinsed with water and disassembled from the check-flo body to check for retained flare. A 2mm x 3mm piece of flare was retained in the connector cap. There was not retained coil. The connector cap was pin-gauged and measured within specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one other nonconforming device with a similar failure mode. It should be noted that this device was discovered prior to packaging and destroyed. Furthermore, (B)(4). Are the only complaints associated with the complaint lot. Moreover, a review of the instructions for use (IFU) noted to ¿not attempt to insert or withdraw the wire guide and or introducers if resistance is felt¿. It also states ¿before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage¿ based on the information provided, the examination of the returned product, and the results of our investigation, the root cause of this failure is the customer¿s failure to follow the IFU. We notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant devices: 4french micro puncture set, 5french terumo 10 centimeter unspecified device, amplatz wire. PMA/510(k) number = pre-amendment . (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, at the end of an angiogram with treatment of peripheral artery disease, procedure, the hub detached from the flexor raabe guiding sheath while the physician was attempting to reposition it and the sheath separated into five pieces. Access was gained via the common femoral artery in an up and over manner using a 4french micro puncture device and graduated up to a 5french-10centimeter device. Finally, the complaint device was placed over an amplatz wire. Insertion of the complaint device was met with some unremarkable resistance. As the physician was attempting to draw back the complaint device to reposition it, the hub detached. Subsequently, the physician clamped the visible part of the sheath and attempted to withdraw it a second time. The complaint device separated a second time. Two additional attempts were made to withdraw the sheath before it finally separated and could not be grasped again. The dilator was not in place during the retrieval process. Four of the separated pieces were removed by the treating physician; however, the patient needed to be sent to the operating room to have the remaining piece of the complaint device removed from the contralateral iliac artery. The piece was successfully removed. According to the physician, the patient's vasculature was not significantly calcified. There was some tortuosity; however, patient anatomy was not felt to be a contributory factor in this occurrence. The procedure had been successfully completed when the device event occurred. Patient outcome was described as "fine".

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: g5. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.